Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: moisture corrosion was visible in the battery compartment and was cracked from threads to case seal. The battery compartment was found to be leaking during a leak test. The pump cover was removed; moisture was found on the internal components and on the pcb. Unrelated to the complaint, the display screen text was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a casing/condition (moisture ingress) issue. The patient reportedly noticed water in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.